Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's current blood glucose level was 49 mg/dl. Customer was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that he has gone through a body scanner. Customer was advised that a body scanner is not recommended for the pump. Customer stated that they were able to rewind the pump. Insulin pump will need to be replaced. Customer declined replacement pump. Customer also reported that he had high blood glucose levels over 600 mg/dl due to issues with the infusion sets. Customer treated with a snack and drink. Customer declined troubleshooting for his high blood glucose levels. Customer stated he had a bent cannula and had issues with 6mm cannula bending. Customer was advised to call the help line if he experiences insulin squirting out of the end of the infusion set. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.